Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as the product is not implantable. Initial reporter phone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient developed a corneal burn after the use of healon endocoat, which was stored frozen (per recommendation). The patient needed two simple stitches to close the incision, but the case is worrisome to the doctor because the astigmatism caused by the burning of the incision will make a difference in the surgical result. Reportedly, the patient is being followed up on periodically by the physician. The patient's visual acuity pre-operatively was 20/100 and post-operatively 20/60. No additional information was provided.

Manufacturer narrative:
Batch record review provided by third-party manufacturer: record review determined there were no processing deviations that would contribute to the reported complaint. Viscosity, ph, endotoxin, and osmolality testing are conducted in the bulk pre-filled solution, the filled syringes (beginning, middle, and end of the fill), and the final product prior to release. Both batch testing reviews confirm that product meets specification. Labeling review: the instruction for use (IFU) indicates the product should be allowed to reach room temperature prior to use. The IFU and packaging also indicates that the product should be protected from freezing. Conclusion: no root cause related to the manufacturing process could be identified based on the review of the batch record and product testing results. These occurrences are not likely associated with a manufacturing assignable cause. These events appear to be an isolated occurrence for this clinic site. Since the root cause is not likely related to the manufacturing process and the report does not indicate a trend, no further actions are recommended at this time. Third-party manufacturer will continue to monitor and trend complaint of this type. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.